Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus, the reported malfunction could not be reproduced. It is presumed that the water filter was clogged because the quality of the water used at the user facility had temporarily deteriorated, which led to the suggested event. The technical assistance center (tac) also stated that the filters were changed, and the issue was resolved. The event can be detected/prevented by following the instructions for use which state: 8.4 replacing the water filter (maj-824 or maj-2318)caution. To prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e001] is displayed. Warning: replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the endoscope reprocessor water flow was weak. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.